Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead exhibited high pacing threshold measurements and their left ventricular (lv) lead exhibited loss of capture. Surgical intervention was taken to reposition the ra lead and explant and replace the lv lead. No additional adverse patient effects were reported.